Event description:
It was reported by the affiliate that the (1) er320 was used during an unknown procedure. It was reported that the instrument had malformed clips. The case was completed with a new instrument and there was no consequence to the pt.